Event description:
The customer reported that their device was not detecting the defibrillation therapy cable assembly properly. Without this proper recognition, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to internal pins 1, 10, 8, 11, 6 and 9 within the therapy cable assembly which all measured shorted. The shorted pins within the cable caused a resistor, designator r81 from the therapy pcb assembly to be burned. Physio-control replaced the therapy pcb and therapy cable assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.